Manufacturer narrative:
Additional information received indicated that a dual chamber pacemaker and transvenous ra and rv leads were implanted. The pacemaker and epicardial leads also remain implanted. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's epicardial right atrial (ra) lead and right ventricular (rv) lead experienced three episodes of syncope, which was suspected to be related to asystole. Boston scientific technical services (ts) reviewed data from the device and confirmed there was noise on the ra channel resulting in inappropriate atrial tachy response (atr) episodes. The ra pacing impedance measurements also had out of range measurements two separate times and appeared stable once programmed to unipolar configuration. An electrocardiogram was reviewed and identified that ventricular pacing was not delivered and there was a concern of intermittent capture in the rv. An x-ray was reviewed and there was no obvious fracture identified.